Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with cracked case near display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube thread, cracked belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that she was outside and it was hot when the button error occurred. Customer's blood glucose at the time was 42 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.